Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during an angiography procedure, the 5f ver135° 100cm tempo aqua diagnostic catheter fractured at the connector. It continuously leaked water when connected to the three-way stopcock and could not be used normally. After immediate replacement with a new unknown angiographic catheter, this phenomenon did not occur. There was no reported patient injury. The device was not used in the patient. The device and packaging were inspected prior to use. The device was stored and prepared according to the instructions for use (IFU). There was no difficulty removing any sterile packaging components. No difficulty was encountered while connecting the hub to the syringe. The hub leakage, hub crack, or fracture was noted during flushing of the device. The user was trained on the device. The hospital reported this case as an adverse event to the china nmpa. The device will be returned for evaluation.